Event description:
The customer contacted heartsine to report that their device did not recognize that a patient was in vf. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device underwent extensive testing of all critical functions, performing to specification throughout. Clinical analysis of device memory showed that the device had instructed the user to press the shock button but the shock button was not pressed. Therefore, the root cause was found to be use error. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not recognize that a patient was in vf. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. A review of the patient's electronic data showed that the device analysis resulted in shock advise; however, the user failed to press the shock button to deliver therapy. Stryker performed a clinical review regarding the reported issue. There is no device data or sufficient reported information to determine device contribution to the reported outcome.